Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported after the birth of baby an incorrect spo2 measurement was seen on the philips mx with ao5 and rd neo. The saturation was not aligned with the clinical status of the patient. The newborn had a good color but on the other hand a not correlating low spo2. After changing to an rd neopt the measurement was better. No patient impact or consequences were reported.